Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine evaluation, it was seen that in situ measurements revealed 7 channels with high impedance and 4 channels involved in short circuits. No pain or physical change at the implant side was noticed. No history of trauma or accident is reported. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Awareness to ling sounds and common words at loud levels is present. No pain or physical change at the implant side was noticed. No history of trauma or accident is reported. The patient is recommended for a check up at the ent and for radiology.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has taken place but the device has not yet been received.

Event description:
During a routine evaluation, it was seen that in situ measurements revealed 7 channels with high impedance and 4 channels involved in short circuits. Previous measurements from 2014 till 2016 show all channels within normal limits. No pain or physical change at the implant side was noticed. No history of trauma or accident is reported. The recipient has been re-implanted.